Event description:
A caller reported a discrepancy between the displayed and actual time on their device that was greater than five minutes. Despite the issue, there was no adverse impact to the customer¿s blood glucose level, with previous settings not resulting in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with the caller acknowledging and understanding the guidance.